Manufacturer narrative:
The device was received fully deployed. The data showed no drive stalls, time outs or alarms. Upon observation, no bends or kinks were found in the exposed portion of the soft cannula that would have prevent the delivery of insulin to the customer. Upon observation of the adhesive pad, no damages or deficiencies were found that would lead to any failures to adhere; cause of this event could not be determined. No other damages or deficiencies were found that would have lead to a dislodge; cause of this event could also not be determined. No other damages or deficiencies were overserved; the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 275 mg/dl while wearing the pod between 24 and 36 hours. The pod was not sticking well from the infusion site (arm), causing the cannula to dislodge. Upon removal the cannula was found to be bent. As treatment, a new pod was applied and a correction was made.